Manufacturer narrative:
As reported, optifix straight fixation device got jammed and deployed crooked fasteners. Evaluation of the returned sample finds bent guide wire and damaged backup tabs. The reported failure to fixate as a result of crooked fasteners deploying is a known result of bent guide wire. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a bilateral laparoscopic inguinal hernia repair procedure the optifix straight fixation device was jammed and deployed a crooked fastener. There was no reported patient injury.